Event description:
It was reported that the patient felt a "jolt" when he turned his stimulation on. It was additionally noted that the patient reported a jolt when they had bowel movements. It was stated that when the patient had the stimulation on and had a bowel movement, he felt a "change in stimulation for a second in his penis." It was noted that the patient stated their stimulation provides him with "80% improvement." If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va04buz, implanted: (B)(6) 2013. Product type: lead. (B)(4).